Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material in air/water cylinder and air/water channel could not be determined since whether there was deviation from instructions for use on reprocessing steps for the point where the material remained is unknown, and no physical damage was confirmed at the point where the material remained. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: cf-h185l/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the upward/downward knob couldn't be securely locked due to wear of forceps elevator lever, control unit had a crack, scope cover was deformed, insulation resistance value at distal end did not meet the standard value due to burn on plastic distal end cover, the image had a partially dark area due to a scratch on objective lens, plastic distal end cover had a crack, objective lens had a scratch, adhesive on bending section cover had wear, connecting tube had a buckling, and the universal cord had buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope air/water tube and air/water cylinder exhibited foreign material. There were no reports of patient involvement.